Event description:
It was reported that while using the electric system 6 sternum saw, the blade guard bent and the blade broke. There were no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received by the manufacturer. The device's evaluation is anticipated, but not yet begun. This investigation is ongoing and this report will be updated when the evaluation is concluded.